Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, the product fired while closed with safety on and trigger not pressed. This happened outside of the patient; it happened twice. Once with no reload and locked out and again when closing on peristrip. The procedure was completed using same like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m55503. The analysis found that one plee60a device was returned in good visual condition and with one gst60g cartridge loaded on the device. The reload was received fully fired and in good visual conditions. Upon further analysis the device was noted to activate unintentionally when the battery is attached. No further functional testing was performed due to this condition. The device was disassembled to verify the condition of the internal components and the firing trigger switch actuator was found to be damaged causing the unintentional activation when clamping was activated. No conclusion can be reached as to how the actuator became damaged, one possible cause is that during manufacturing process the component was misassembled, causing this damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.